Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was between 29 mg/dl with no signs or symptoms of hypoglycemia. The reporter noted the patient did not receive any medical intervention and was treated by a family member with juice, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient primed while attached. This complaint is being reported because the reported health event was attributed to a use error.